Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report a missing sensor wire on (B)(6) 2014. Patient stated that sensor wire was hanging off of the introducer needle and fell onto thier table. At the time of contact, patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).